Event description:
It was reported the patient's personal diabetes manager (pdm) will no longer hold a charge and is unable to go past 1% battery life. The patient was unable to use the pdm due to it not charging and was admitted to the hospital. Additional information regarding the hospitalization was solicited but is unavailable. If additional information is provided and/or results from return product analysis investigation becomes available, a follow up report will be submitted.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization. No lot release records were reviewed, as the product lot number was not provided.